Event description:
Hospital based skilled nursing facility (snf) using new design of waffle cushion which was found deflated under patient 2 times. Manufacturer response for static air seat cushion, static air seat cushion (per site reporter). Effected lot number of product pulled from stock per materials management. Device returned to the manufacturer.